Event description:
It was reported that the customer experienced a high blood glucose level of 549 mg/dl. Cause was not known. The customer attempted to correct the high level by administering a correction bolus using the pump and was instructed by technical support to inspect and replace supplies as necessary.